Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and the alarm log was reviewed. The customer reported condition of was confirmed as the f-94 alarm. The cause of the f-94 alarm was determined to be a faulty main battery. In order to correct the condition, the main battery was replaced. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump could not turn on. There was no patient involvement. Additional information was requested and is not available.